Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-feb-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system main drawer had failed and was not detected on the bus. A field service engineer (fse) reseated all cables for drawers 3.1 and 3.2 and then tested the drawers using the hardware test application (hta) to confirm proper functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es main drawer 3.1 was failed and not detected on bus. The customer reported there was a delay in dispensing medications to the patient and the medication was subsequently obtained from pharmacy. There were no adverse events or injuries reported based on this event.